Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this pacemaker exhibited an abnormal pacing frequency. It was noted the patient's pacing frequency was sometimes lower than the programmed value and sometimes higher than the programmed value, which could not be controlled within the adjustable range. A different model was implanted to complete the procedure. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this pacemaker exhibited an abnormal pacing frequency. It was noted the patient's pacing frequency was sometimes lower than the programmed value and sometimes higher than the programmed value, which could not be controlled within the adjustable range. A different model was implanted to complete the procedure. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.